Event description:
It was reported that during a laparoscopic hernia procedure the generator gen11 display showed hand activation error but foot switch was used only.gen11 display showed hand activation error but foot switch was used only. No patient consequences reported. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). The handpiece was received in good physical condition. It was connected to a gen04, evaluated with a test instrument, and an error code 7 was displayed when trying to perform the hand activation test. When tested with gen11 it also displayed a generator error. During testing the phase margin value was recorded out of specification; however, an out of range value will not interrupt device function or generate an automatic error code, not contributing to the reported event. It is possible that the low phase margin could have contributed to maintaining the lock on (running) of the hand piece during testing. The instrument was disassembled to perform an internal electrical test that revealed a short circuit condition at the cable level, affecting the hand activation feature of the device in such way that made it not functional. In addition, degradation of the wire outer jacket was observed. No conclusion could be drawn as to what caused this cable condition.